Event description:
It was reported that a small volume folfusor's bladder ruptured before use. After the bladder ruptured the 5fu started to leak out of the housing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.